Event description:
It was reported that during a scheduled device replacement due to eri, externalized conductors were noted via x-ray. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.